Event description:
It was reported that during an ileum procedure, the doctor felt that the firing was a little hard when the device was fired on the ileum. The staple line seemed to be double and not as usual. It was unclear which cartridge was the complained device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.